Event description:
It was reported that 2 bd cathena¿ safety IV catheters experienced a safety mechanism that would not activate. The following information was provided by the initial reporter: 2 peripheral venous catheters in a row do not automatically secure themselves automatically after puncturing the vein and removing the mandrel.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/5/2021. H.6. Investigation: one sample was received by our quality team for evaluation. The sample was observed with the safety mechanism not activated. No dented mark was observed on the cannula and the tip shield was manually pushed through the cannula and was able to activate properly. No safety activation failure was observed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd cathena¿ safety IV catheters experienced a safety mechanism that would not activate. The following information was provided by the initial reporter: 2 peripheral venous catheters in a row do not automatically secure themselves automatically after puncturing the vein and removing the mandrel.